Manufacturer narrative:
Initial inspection of device and upon return to manufacturer did not demonstrate any specific failure cause. The device history record review confirms that the device met all material, assembly and performance specifications. Additional evaluation of the lot is in process.

Event description:
Luers came off of the catheter.